Event description:
It was reported that approximately five years after initial implantation, the patient underwent a revision surgery due to aseptic loosening and subsidence of both the tibial and femoral knee components. Due diligence is in progress for this complaint; no additional information has been received at the time of this report.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 - associated medical devices: fixed tibial insert; ref 02.12.0410fr; lot 2005227 (manufacturer: medacta international sa) patellar resurfacing; ref 02.07.0036rp; lot 2011091 (manufacturer: medacta international sa) fixed tibial baseplate; ref 02.07.1204r; lot 2004706 (manufacturer: medacta international sa) femoral component; ref 02.12.1005r; lot 1810137 (manufacturer: medacta international sa). G2 - foreign: switzerland g4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172408. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.